Manufacturer narrative:
G4: 11nov2019; b4: 18nov2019. The touch screen assembly was returned to the manufacturer's failure investigation lab for evaluation. The touch screen assembly was installed into the fi test ventilator to verify & test its functional integrity. From testing, it was determined that the test ventilator utilized with the returned touch screen assembly failed resistance ratio testing. The ul_lr and ur_ll resistance were found to be out of specification and resistance ratio ul_lr/ ur_ll were found to be out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 08aug2019. The manufacturer's international field service engineer confirmed the reported problem. The manufacturer's field service engineer replaced the touch screen assembly to address and correct this reported event. The determination could not be made that the device failed to meet specifications. The device was being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem adverse event. The root cause could not be determined.

Event description:
The customer reported a ventilator with a touch screen failure. This event was reported to have occurred during clinical use. There was no harm associated with this report. No patient information was available.